Event description:
Patient reported they provided a letter of recommendation from their dentist. The dentist states in the letter that the patient was seen for routine preventative care and during the visit they reported using byte aligners and noted increased pain in their left jaw and food impaction. Upon review of the patient's radiographs and an extraoral exam it was observed tenderness in the left masseter muscle and gingival irritation between teeth #2 and 3. Patient returned for a limited exam with another doctor and at that time they reported aligner fit issue and continued to experience both jaw pain and food impaction. After further evaluation the doctor advised the patient to discontinue use of the byte aligners. They were advised if they wished to proceed with orthodontic treatment, they should do so under supervision of a licensed orthodontist to ensure proper monitoring and outcomes. Patient has reported no history of myofascial pain prior to using byte aligners. Patient advised continued use of the aligners, without professional supervision may contribute to worsening issues such as periodontal disease and temporomandibular joint dysfunction. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.